Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the ins was reprogrammed to use less energy and "everything was fine." No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative (rep) regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient saw a settings not available message on the controller since (B)(6) 2019. The patient can't increase stimulation. The patient said that the device was reprogrammed on (B)(6) 2019. The patient went 48 hours increasing and decreasing stim with no error messages. The patient said she set stim lower than she did when she left the office on (B)(6) 2019. The patient hasn't had any falls or trauma. The patient changed from group b to group a and was still seeing the settings not available message. The patient said the implant is charged. The patient mentioned she is supposed to charge her implant every 1.4 days, but the battery is only lasting 18 hours. The patient charged the ins two times on (B)(6) 2019. A rep called in later on (B)(6) 2019. The rep said the patient was provided 2 hd programs following implant. The patient was doing fine, but then started to see the settings not available message, could only go down in settings, and needed to charge all the time. The patient's stim was feeling "choppy" on (B)(6) 2019 at 8.5 ma, 90 pw, 1000 hz. A report showed the patient was charging every 1.4 days, but after a few days she was charging multiple times a day. The rep stated once the patient was programmed to 200 pw the coverage area was too broad and captured more area than needed. They are trying to capture right foot/ankle and some leg. The rep brought pw back to 180pw, 1000 hz and 10.0ma and was not seeing oor on the tablet. The rep looked at impedances and provided the following: contact 6: 680, 11-1460, 8-590,11-600, 12-600, 14-660, 15-750. The oor was no longer present and troubleshooting resolve the reported issue. The rep was going to continue to fine tune the settings. Energy consumption showed the recharge interval will be 0.7 days. No further complications were reported.